Event description:
It was reported to boston scientific corporation that an endovive standard peg kits push method was used during a peg placement procedure. According to the complainant, during the procedure, the guidewire would not come through the peg kit. When fluid was injected, it also would not pass through. Another endovive standard peg kits push method was used to complete the procedure. No pt complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.